Event description:
Six patient samples with free t4 (ft4) and free t3 (ft3) results that do not fit clinical picture. Units of measure, pmol/l. Patient 1, ft4 result 16.2, ft3 result 7.6, patient 2, ft4 result 21.3, ft3 result 17.6. Patient 3 ft4 result 20.1, ft3 result 14.0. Patient 4, ft4 result <3.5, ft3 result 6.1. Patient 5, ft4 result 8.8, ft3 result 26.5. Patient 6, ft4 result 14.0, ft3 result 10.6. No information provided to determine if results were used to guide therapy. Samples were not provided for investigation. No further evaluation was able to be performed.